Event description:
Medtronic received information indicating that during testing of this fusion hfo, the customer reported restricted or low flow through the heat exchanger. There was no patient involvement with this device. The product was discarded by the customer, therefore product return is not expected.

Manufacturer narrative:
The device was not returned to medtronic for evaluation because, it was discarded by the customer. However, analyses of other devices from the same lot showed a higher than expected water side pressure drop, and dissection of the devices revealed that the heat exchanger capillaries were damaged in a way that restricted water flow. The investigation remains ongoing, however medtronic¿s preliminary investigation suggests that the damaged heat exchanger capillaries may be related to the device coating process. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.